Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast reconstruction revision with a 800cc mentor memorygel breast implants and experienced rupture on the left side postoperatively. As a result, the patient underwent device removal and replacement with competitor products on (B)(6) 2020.

Manufacturer narrative:
Additional information: on march 27, 2020, the photo investigation was completed. Photo investigation summary: upon visual inspection of the image, the implant was observed to be ruptured. The photo do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. All mentor product is 100% visual inspected prior to release. Manufacturer's reference number: (B)(4).